Event description:
The patient reported the pink slide did not move forward and the cannula deployed, indicating the needle mechanism did not function as intended. Patient's blood glucose levels rose to 400 mg/dl while wearing the pod for between 4 and 24 hours. Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: bp1a.250505.005. Smartphone hardware: pixel 6 pro. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.